Event description:
Description of event: it occurred during the nurse's preparation to insert zso. Kink occurred in the pigtail when the nurse inserted zso into the g/w. So dr.(B)(6) used another zso. Patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No patient/event info - notes: 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2, 0.025inch, 450cm 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr.(B)(6) did sphincterotomy using the clever cut. 4. Was the wire guide inspected for damage prior to use?* no 5. Was the device at the centre of the complaint inspected for damage prior to use? No 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 7. If not with the device in question, how was the procedure finished?* they used another zso. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. It happened in the preparation process. 5. Was resistance encountered when advancing the wire guide to the target location?* it happened in the preparation process. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. It happened in the preparation process. 7. Was resistance encountered when advancing the introduction system in place to the target location?* it happened in the preparation process. 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a 10. Did any section of the device detach inside the endoscope or patient? No 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visiglide2, 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28 may 2025.

Manufacturer narrative:
Device evaluation the device evaluation of the zso-7-7 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. Clarification was sought for the size of the wire guide use with the replacement device, if information becomes available the file will be updated. Image review an image was not returned for evaluation. Root cause review a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller size of the wire guide may have contributed to the development of kinks. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined. The device was used with 0.025-inch wire guide. A CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.